Event description:
On (B)(6) 2010 the surgeon treated a patient with a diaphyseal femur fracture by means of a lateral femoral nail. Patient went to another hospital for further control and treatment. The post-operative diagnosis says that there is a 25 degree endorotation in the shaft of the leg.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.